Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a da error in the firmware log. Da errors occur as a result of a temporary memory reset and will typically self-correct by the device. No further issues have been reported. Device therapy was not impacted. The device remains in service. No adverse events.